Manufacturer narrative:
The k electrode lot number is geb10 and the expiration date is 24-jan-2027. The customer reportedly experienced ion-selective electrode (ise) signal noise alarms linked to the sipper nozzle 10 days prior. The root cause of the event was found to be consistent with a transient fluidic or electrical micro-instability within the ise module. Given the history of recent sipper needle noise alarms, a temporary aspiration anomaly or localized micro-bubble in the potassium electrode pathway likely corrupted the initial potentiometric reading without triggering a system alarm. The instrument is currently stable, and the event was confirmed to be an isolated occurrence.

Event description:
There was an allegation of questionable potassium electrode results for 1 patient sample on a cobas pure c 303 analytical unit. The initial result was 6.63 mmol/l. The customer questioned the result as it did not match the patient's clinical picture. The repeat result was 4.77 mmol/l. Ten repeat measurements were performed and the results were 4.80 mmol/l, 4.83 mmol/l, 4.83 mmol/l, 4.84 mmol/l, 4.83 mmol/l, 4.81 mmol/l, 4.83 mmol/l, 4.83 mmol/l, 4.82 mmol/l, and 4.81 mmol/l.